Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was placed at a3/p3. Mr was reduced to 1-2. Insertion was assessed several times in multiple views. The implanting team felt the reduction was acceptable and the deployment sequence was initiated. The actuator knob was retracted without incident. As soon as the mandrel was separated from the clip, a single leaflet device attachment (slda) occurred. The clip detached from the posterior leaflet and remained attached to the anterior leaflet. A second cds was advanced and the clip was placed lateral to the first clip, reducing mr to 3. It was decided by the implanting team not to proceed any further as the residual mr jet was at the location of a3p3 and another clip could not be placed medially to the first clip. The patient was transferred to the recovery room in satisfactory and stable condition. No additional information was provided.